Event description:
It was reported that prior to starting a da vinci surgical procedure, the tips of the mega suturecut needle driver instrument were frozen. There was no allegation of harm or injury to a patient. Nothing reportedly fell into the patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found a broken pitch cable at the proximal clevis hub. The clevis did not exhibit any wear. The broken strands stuck out at the instrument's wrist. Other cables at the wrist were not damaged. No other damage was found.